Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a 980 ventilator was powered on, it failed the power on self test (post) and generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se replaced the exhalation flow sensor and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found contamination on both the hot wire element and the temperature sensor. The returned component was installed into a test ventilator for analysis and functionality testing was performed. When the unit was powered on it failed the power on self-test (post) and an error code was generated. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination. The preventative maintenance section of the 980 operators manual gives instructions on preventative maintenance procedures and frequencies for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. If information is provided in the future, a supplemental report will be issued.